Manufacturer narrative:
Follow-up #1 date of submission 01/03/2017-product analysis: the device was returned and evaluated by product analysis on 12/07/2016 with the following findings: review of the pump¿s black box revealed data relevant to the complaint date was overwritten due to extended pump use. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No suspend feature malfunctions were observed: the pump was able to be manually suspended and resumed during evaluation. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient's blood glucose on an unspecified date 597 mg/dl with vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump was manually suspended multiple times. There was no allegation or indication of a device malfunction. This complaint is being reported because the reporter health event was attributed to use error.